Event description:
It was reported that there was elevated pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.